Manufacturer narrative:
The device was received for evaluation containing approximately 20ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The cap was found to be in its normal condition. The reported condition was not verified. However, a broken syringe tip (non-baxter product) was found stuck inside the fillport. The cause of the broken syringe may likely be due to excess force being applied directly onto the syringe tip during fill. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap of the large volume infusor was damaged. This was observed before use. There was no patient involvement. No additional information is available.